Event description:
Reporter noted capsule was sucked in when polishing capsular bag; posterior capsule tear occurred. Felt that I/a handpiece had sharp edges, but could not confirm. No intervention reported. Pt outcome is unknown, but no problems anticipated.